Manufacturer narrative:
This report is being supplemented to provide additional information based on additional information received from the user facility. Please se b5 for further information.

Event description:
Additional information was received from the user facility regarding the event where there was no patient injury. The failure did not impact the condition of the patient. The procedure being undergone by the patient was a diagnostic endoscopic retrograde cholangiopancreatography (ercp). The procedure was completed using the same device without delay. The device was retrieved from the patients mouth without incident.

Manufacturer narrative:
Correction to d4. Although the lot of the actual product is unknown, additional information obtained confirms that a design changed product was used. Therefore, it was judged to be a design change product with UDI (B)(4). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since it has been confirmed that the distal cover does not come off from the tip of the endoscope if attached correctly according to the procedure in the instruction manual, the loose installation of the distal cover is likely caused by the user's handling (the distal cover was not properly attached to the scope). However, it was not possible to definitively identify the root cause of the loose attachment of the distal cover. Evidence to support user handling being the cause is as follows: -as a result of the operation confirmation, it was confirmed that if the distal cover was attached in the correct procedure, it would not come off from the tip of the endoscope. -as a result of the labeling review, the instruction manual describes insufficient attachment as a handling factor that causes the distal cover to come off. No additional information regarding this handling has been obtained, and the actual item has not been returned, so it is not possible to confirm how it was actually attached to the endoscope. Therefore, this factor can not be denied. Evidence to support the actual product satisfies the specifications - as a result of the type test, olympus verified that the distal cover does not come off from the tip of the endoscope in the evaluation at the design change, and confirmed that the product satisfies the specifications. - in the parts supplier's inspection, after attaching the distal cover, apply a load of pushing and pulling to the distal cover, and confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or falling off. The event can be prevented by following the instructions for use which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿. "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination.". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the distal cover fell off inside the patient's mouth. The issue occurred during a procedure. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) or (B)(4) depending on the lot number used.